Event description:
Information received indicates the head section drifts when a pt is on the bed.

Manufacturer narrative:
The hill-rom technician cleaned the head drive brake assembly to repair the bed.